Event description:
In middle of partial cystectomy, davinci si robot failed. After trying to recover fault several times with intuitive, fault became non-recoverable and surgeon decided to not proceed with the surgery. When service was performed on (B)(4) 2012, problem was caused by fluid during the procedure pouring down the column and into the components. Unit was repaired by replacing with part #655040-09 / serial #(B)(4). Fault code during procedure was 25553.